Event description:
A malfunction was reported on the pump by the caller, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.